Event description:
The customer reported that the patient received a 3rd degree burn during a microwave ablation procedure. The burn occurred at one of three antenna insertion sites. The burn was excised and sutured. The customer does not know which of the three antennas had been placed at the site where the burn occurred.

Manufacturer narrative:
(B)(4). Date of initial report: 11/03/2014. Date of follow-up report: 11/21/2014. The incident devices were not returned to covidien for evaluation. However, covidien representatives were present at the site during an evaluation of the concomitant pump and generators. The site evaluation found the flow rate of the pump to be below specification. This condition may have contributed to the reported event. Since the pump was not returned to covidien for a full investigation, the root cause of the failure could not be determined.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.